Manufacturer narrative:
All available information was investigated and the reported issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported additional therapy / non-surgical procedure is the result of case specific circumstances. Based on the information provided and the returned device analysis, the reported material separation of the clip introducer and the observed failure to bond, appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the detachment of a segment of the clip introducer. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The mitraclip was implanted without issue, reducing mr grade to 1. When the clip delivery system (cds) was removed from the steerable guide catheter (sgc), the blue segment of the clip introducer detached from the cds and remained inside the hemostatic valve of the sgc. Hemostats were used to extract the detached segment from the hemostatic valve. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.